Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical curettage. Concurrent conditions included asc-us, human papilloma virus infection, herniated disc, neck pain, hypertension, depression and hypothyroidism. Concomitant products included amlodipine, drospirenone + ethinylestradiol (yasmin), fluticasone propionate (flonase allergy relief), hydrocodone bitartrate;paracetamol (vicodin) and triamterene. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal area pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and was found to have smear cervix abnormal ("abnormal pap smear"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, vulvovaginal pain, depression, fibromyalgia, fatigue, alopecia and smear cervix abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, pelvic pain, smear cervix abnormal, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Event: depression, fibromyalgia, fatigue, hair loss and abnormal pap smear were added. Outcome of the event dysmenorrhea (cramping) and bleeding were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical curettage. Concurrent conditions included asc-us and human papilloma virus infection. Concomitant products included drospirenone + ethinylestradiol (yasmin). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with ibuprofen and surgery (she had surgery to remove the essure implant/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Aka name added. Product indication added. Suspect drug implant date updated from: (B)(6) 2009 to (B)(6) 2009 and explant date from 2010 to (B)(6) 2010. Lot number added. Following events were added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), lower stomach pain and vaginal area pain. Event onset date were added. Treatment and concomitant drug added. Event severity added for: lower stomach pain and vaginal area pain. Lab data added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical curettage. Concurrent conditions included asc-us and human papilloma virus infection. Concomitant products included drospirenone + ethinylestradiol (yasmin). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with ibuprofen and surgery (she had surgery to remove the essure implant/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.